Manufacturer narrative:
Customer has 5 ellipse fx phaco handpieces however, it is not known which handpiece was involved with the event. The handpiece serial numbers are as follows: (B)(4), (B)(4), (B)(4), (B)(4), and (B)(4). The customer will not be returning the handpieces for further evaluation. No further information is available.

Event description:
The doctor reported observing iris lesions following cataract surgery with the ellipse fx handpieces in the operative eyes of two pts.